Event description:
A female pt received a second degree burn during a spine surgery. Info for illumination intensity, working distance, and duration of exposure were not provided. Neither the spot illumination nor the zoom link was used during the operation.